Manufacturer narrative:
H3 other text : device not returned to the manufacture.

Event description:
The manufacturer received an allegation that the download showing 0 averages for peak inspiratory pressure and end expiratory pressure on a ventilator. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.